Event description:
It was reported that the pulse generator was found to be operating in backup vvi mode. Device interrogation showed that the battery had depleted more quickly than expected. No patient symptoms were reported. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the device was in backup mode due to a transient nmi. After the device software was downloaded, normal device function resumed.